Manufacturer narrative:
(B)(4). Results: (delivery catheter breakage).

Event description:
An endurant bifurcated stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that after the stent graft was deployed and the bare springs were released, the blue wheel separated into two pieces and then detached from the delivery system; this separation and detachment did not affect the removal of the delivery system from the pt, and there was no endoleak or inaccurate delivery of the stent graft. No clinical sequelae were reported, and the pt is fine.